Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the dual drive console (ddc) shut down and that the pressure and vacuum digital displays were reading in the 700's. The patient was switched to a back up ddc with out further incident.

Manufacturer narrative:
The patient remains stable on lvad support. The ddc unit was serviced by a manufacturer representative at the customer site. The reported event was not observed or duplicated when the console was checked. The analog power supply (aps) board was changed as a precautionary measure. The unit was functionally tested per manufacturer's service procedures and it passed all testing. No further information is available. The manufacturer is closing its file on this event. As a participant in the registry, the manufacturer was granted as of may 17, 2007, an exemption from the 30 day calendar reporting requirement for events related to medical devices eligible for inclusion in the registry. Per this exemption, these events are due to the FDA no later than 90 calendar days from awareness date. The site who submitted this event is an active member and the associated medical device is included in the registry.